Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device failed to defibrillate. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and confirmed but was unable to duplicate the reported issue. Stryker identified the issue is with the system pcb, however further root cause could not be determined. The device could not be repaired as the replacement parts are no longer available. The customer received a replacement device.

Event description:
The customer contacted stryker to report that their device failed to defibrillate. There was no patient involvement reported with the event.